Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 38x2.5mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified mid to distal left anterior descending (lad) artery and mid to distal left circumflex (lcx) artery. Predilation was performed using a 2.5x20mm apex balloon catheter. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the target lesion. However, due to the blood vessel of the target lesion being too curved, the physician encountered difficulties advancing the stent. The physician removed the device and noticed that the tip of the stent was deformed. A 2.75x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion but the device also failed to cross the lesion due to the blood vessel were too curved. The procedure was completed with the implant of a 2.5x38mm, 2.75x16mm, and a 2.5x20mm stents in the lad and lcx lesions. Post-dilation was performed with a 2.5x20mm quantum balloon. No patient complications were reported and the patient's status was stable.